Manufacturer narrative:
The intraocular lens (iol) was returned at the manufacturing site. Visual inspection at 10x microscope magnification showed one lens haptic detached. The detached haptic piece was not returned. The customer's reported complaint of a distorted haptic was not confirmed. The evaluation confirmed a detached haptic. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured and released according to specification. A search on complaints revealed no additional complaints have been received for this production order number. There were no associated deviation or non-conformity reports found in the manufacturing record review related to this complaint and/or similar issues. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Age/date of birth: unknown/not provided. Gender/sex: unknown/not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during advancement of a za9003 intraocular lens (iol) in patient's left eye, doctor saw under the microscope that the incision was not large enough. Since the leading haptic had been implanted, the doctor withdrew the lens at which point the haptic became distorted/bent. The lens was removed during the same procedure and incision was enlarged. A new lens was inserted and there was no injury to the patient. No further information was provided.